Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the usb cable and ac adaptor was not packaged with her onetouch verioiq meter kit. The complaint was classified based on customer service representative (csr) documentation. The patient reported that she became aware of the issue in ¿early july¿. The patient informed the csr that she manages her diabetes with oral medication(s), diet and/or exercise and denied taking any action in regards to her usual diabetes management regimen due to the issue. The patient denied developing symptoms as a result of the issue; however, during the call, she mentioned that in ¿early july¿ during a doctor¿s office visit her hcp increased her oral medication, metformin, dose by 5 milligrams. At the time of troubleshooting, the patient confirmed that the closure seal on the packaging was intact prior to opening. The csr noted that the patient was unable to read the meter serial number due to poor vision. Replacement products were sent to the patient. Based on the information provided, there is no indication that the alleged product issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged issue remained unresolved at the time of the call.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.